Event description:
It was reported the device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed the device had migrated proximal to the laa with a tilt and a jet. The patient had no symptoms. Two days later the patient underwent intervention to extract the device. A non-boston scientific (bsc) trans-septal sheath was used for access and a non-bsc grasping device was used to successfully retrieve the watchman device. Follow-up tee confirmed there was no pericardial effusion and the patient was discharged. The patient is expected to continue on blood thinner medication.

Event description:
It was reported the device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed the device had migrated proximal to the laa with a tilt and a jet. The patient had no symptoms. Two days later the patient underwent intervention to extract the device. A non-boston scientific (bsc) trans-septal sheath was used for access and a non-bsc grasping device was used to successfully retrieve the watchman device. Follow-up tee confirmed there was no pericardial effusion and the patient was discharged. The patient is expected to continue on blood thinner medication.

Event description:
It was reported the device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed the device had migrated proximal to the laa with a tilt and a jet. The patient had no symptoms. Two days later the patient underwent intervention to extract the device. A non-boston scientific (bsc) trans-septal sheath was used for access and a non-bsc grasping device was used to successfully retrieve the watchman device. Follow-up tee confirmed there was no pericardial effusion and the patient was discharged. The patient is expected to continue on blood thinner medication.

Manufacturer narrative:
Device evaluated by MFR.: the returned device return consisted of the 31mm watchman flx implant without the associated watchman fxl delivery system. The returned 31mm watchman flx implant was visually and microscopically analyzed. The device was returned with blood and tissue on the implant. There were numerous holes in the fabric and a tear in the fabric near the threaded insert. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.